Manufacturer narrative:
Additional details regarding the pt's clinical course were ascertained from a review of medical records and are as follows: it was reported in the medical records dated (B)(4) 2003: pt presents with sui and vaginal prolapse and undergoes pubovaginal sling with sparc (non-gore device) and a sacrocolpopexy with gore-tex soft tissue patch. There are no records available beyond the (B)(4) 20013 implantation records. There are no additional records relating to the etiology of an infection, no records related to fistula and no record of device removal. Pain, dyspareunia, inflammation, incontinence, discharge and recurrence of prolapse are characteristic symptoms and are known complications of pelvic floor dysfunction.

Event description:
It was reported to gore that a pt alleges to have experienced recurrence, pain, infection, and fistulas after allegedly having been implanted with a gore device.